Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced diabetic ketoacidosis and was hospitalized on an unknown date and insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 127 mg/dl. The customer reported that the motor is not working. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 17, 2019.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty force sensor resistance (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with missing end cap sticker and peeling and stained back address serial number label. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.